Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced a high blood glucose event due to insulin flow block on (B)(6) 2026. The infusion set was inserted on the buttocks. The patient received treatment with insulin via the pump, after which the event resolved. No further information is available.